Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to noise, oversensing, loss of capture, high pacing thresholds and pace impedance measurements of less than 200 and greater than 2,000 ohms. A new rv lead was implanted and remains in service. No additional adverse patient effects were reported.